Event description:
Supplement to correctly identify this report as an adverse event requiring medical intervention. No product malfunction was reported. Patient could not find the pump after medical intervention. Medical personnel reported that they did not see the pump while treating the patient.